Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead exhibited noise, oversensing and inappropriate atrial tachy response episodes. The signal artifact monitor had been disabled. Technical services (ts) noted that the oversensing was respiratory rate trend (rrt) oversensing. Ts instructed the health care professional to program rrt off and to continue to monitor. The ra pace impedance measurements were within normal range at this time however, ts noted that the impedance measurements may continue to jump and get worse over time. There was no indication of pacing inhibition and no asystole of greater than two seconds observed. The device and lead remain in service. No adverse patient effects were reported. Additional information was received that this cardiac resynchronization therapy defibrillator exhibited right atrial and right ventricular (rv) pace impedance measurements of greater than 3,000 ohms. There was rv noise observed however no pacing inhibition or asystole of greater than two seconds. The rv thresholds were noted to have been increasing. It was noted that the patient was an active exerciser with above the head weight lifts. The health care professional was going to follow up with the electrophysiologist. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead exhibited noise, oversensing and inappropriate atrial tachy response episodes. The signal artifact monitor had been disabled. Technical services (ts) noted that the oversensing was respiratory rate trend (rrt) oversensing. Ts instructed the health care professional to program rrt off and to continue to monitor. The ra pace impedance measurements were within normal range at this time however, ts noted that the impedance measurements may continue to jump and get worse over time. There was no indication of pacing inhibition and no asystole of greater than two seconds observed. The device and lead remain in service. No adverse patient effects were reported. Additional information was received that this cardiac resynchronization therapy defibrillator exhibited right atrial and right ventricular (rv) pace impedance measurements of greater than 3,000 ohms. There was rv noise observed however no pacing inhibition or asystole of greater than two seconds. The rv thresholds were noted to have been increasing. It was noted that the patient was an active exerciser with above the head weight lifts. The health care professional was going to follow up with the electrophysiologist. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Additionally, this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial (ra) lead exhibited noise, oversensing and inappropriate atrial tachy response episodes. The signal artifact monitor had been disabled. Technical services (ts) noted that the oversensing was respiratory rate trend (rrt) oversensing. Ts instructed the health care professional to program rrt off and to continue to monitor. The ra pace impedance measurements were within normal range at this time however, ts noted that the impedance measurements may continue to jump and get worse over time. There was no indication of pacing inhibition and no asystole of greater than two seconds observed. The device and lead remain in service. No adverse patient effects were reported.